Manufacturer narrative:
Follow-up 4/21/2016: customer reported bg levels remained elevated in the 300s until they changed their infusion set. Customer's bg level then returned to their target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). A correction bolus was delivered to address elevated bg levels. Reportedly, customer believed their bg levels were decreasing and only wanted to verify their last bolus delivery; therefore, completing troubleshooting with tandem technical support was declined.